Manufacturer narrative:
The following devices were also listed in this report: 132 size 6 secur-fit advanced stem; cat# 1601-06132; lot# h15va6, primary tritanium hemi solidback cup 50mm; cat# 500-03-50d; lot# 9w3plj, delta v-40 ceramic head 32/+4; cat# 6570-0-232; lot# 57146706. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patient, a study subject in the secur-fit advanced post-market clinical study, underwent surgery on (B)(6) 2017 for a resection arthroplasty infected right total hip with placement of antibiotic cement spacer. The original date of surgery was (B)(6) 2016.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that " the primary harm involved is infection of a pressfit total hip arthroplasty. The surgeons assessment was that he patients injury caused a hematoma that became secondarily infected. The injury described of the patient feeling a ¿pop¿ and pain¿ when attempting to sit and subsequent inability to bear weight yet having a normal xray is consistent with hip subluxation with spontaneous relocation. The injured tissue would bleed leading to hematoma. This hematoma could become secondarily infected through hematogenous seeding. Alternatively the patient may have had an indolent infection that has been present since the time of surgery that became clinically relevant following the injury. There is no evidence to suggest a defect in the in the implant or its manufacture." Review of the device history records indicates all devices were accepted into final stock with no relevant discrepancies there have been no other similar events for the reported lot and there have been no other event for the sterile lot referenced. The provided medical information was submitted to a consulting clinician who confirmed infection as a primary harm involved. Patients' injury caused a hematoma that became secondarily infected. There is no evidence to suggest a defect in the in the implant or its manufacture. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that a patient, a study subject in the secur-fit advanced post-market clinical study, underwent surgery on (B)(6) 2017 for a resection arthroplasty infected right total hip with placement of antibiotic cement spacer. The original date of surgery was (B)(6) 2016.